Event description:
The core micro drill was sent for evaluation due to overheating during a procedure, which was completed with a readily available alternate device without any procedure delay. No adverse consequences were reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device.